Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler set is not available to return.

Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler set is not available to return.